Event description:
Libre 3 plus sensor woke me up in middle of the night saying my blood sugar had dropped below 50 so I got up and ate something. It was going up so I went back to sleep. When I got up in the morning the graph did not recognize/reflect that it had gone down to 50. I am not sure if it did or not but eating something in middle of the night had my blood sugar up too high. 3 other sensors have not been sticky enough and have fallen off after just a few short days. I am not sure what this is talking about. Health effect code: 1905 device problem code: 2917, 1535, 1068 reference report: mw5181325, mw5181327, mw5181328.